Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to on (B)(6) 2014 at 12:30pm. It is not known what medications, if any, the patient manages his diabetes with. It is also not known if the patient made changes to his usual diabetes management regimen as a result of not being able to test. At an unspecified time, after the error message appeared, the patient reported feeling shaky and weak. It is not known if the patient received medication treatment in response to the symptoms. At the time of troubleshooting, the cca discovered that the patient was using applying the blood sample to the test strip incorrectly. The alleged meter issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.